Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. A sharp stuck was observed inside the sensor plug assembly. Unable to perform further investigation due to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing excessively sweating, seizure, "jerking", and "did not know who their partner was". Customer was administered an injection of glucose as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing excessively sweating, seizure, "jerking", and "did not know who their partner was". Customer was administered an injection of glucose as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch. A sharp stuck was observed inside the sensor plug assembly. Unable to perform further investigation due to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.